Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while brushing teeth and then again after the patient was sent home. Boston scientific technical services (ts) discussed possible root cause either a slightly loosened setscrew or damaged seal plug. The device was reprogrammed from alternate to primary vector. No adverse patient effects were reported.